Manufacturer narrative:
Manufacturer's report date: 08/21/2014. (B)(4). Four incident samples received for investigation, however, it is unclear which incident they relate to. A follow up report will be submitted with failure investigation results once the evaluation is completed.

Event description:
The customer reported an over infusion of tpn. The report suggest that a tpn infusion bag containing 234mls was changed at 2230. The vamin was set to infuse at 10.5 ml/h and the lipid at 1.4mls/h. Shortly after blood gas was taken, patient became hyperglycemic (36mmol; 648 mg/dl). Once the tpn was stopped the patient became hypoglycemic and unconscious. The volume infused registered on the pump at approximately 2300, was vamin 22mls and lipid 3 mls. The information received suggests that the child is now conscious. No additional information provided.